Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that undersensing episodes were observed. No programming changes were made. Patient was asymptomatic and will continue to be followed normally.